Manufacturer narrative:
(B)(4): the customer advised physio-control that they have retired the device from service and will not be seeking any repair options. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to three electrically leaky filters, designators fl9, fl10, and fl11 from the analog pcb assembly.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench). When all three icons are illuminated on this device, it is an indication that the device may not have sufficient power to deliver defibrillation energy to a patient, if needed. There was no patient use associated with the reported failure.